Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) event was identified during cycle 3. The patient's largest prescribed fill volume (lpfv) was 2500ml and the ultrafiltration was 1587ml, indicating the patient drained 1587ml more than their lpfv. This event meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction of the device was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The cause of the iipv was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold.